Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 250 mg/dl and insulin injections were administered to address the bg level. The bg was currently at the target level. The customer thought that the high bg may be related to the insulin not being absorbed properly at the infusion set site due to an infusion set issue; however, no device issues were reported. Tandem technical support advised the customer to discuss the event with a healthcare provider.